Event description:
It is reported that during a trial reduction, when testing for anterior dislocation, the stem dislocated anteriorly well past an acceptable angle and the head slipped under the hip capsule and then dislodged from the trial neck and could not be removed from the pt. Surgery was prolonged for one hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.